Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. No intervention has been performed. The patient was stable and will continue to be monitored.